Event description:
Boston scientific crm received information that a red alert was declared for a low shocking impedance being detected on this right ventricular (rv) defibrillation lead. No adverse patient effects have been reported. To date, there has only been one out of range impedance. Technical services (ts) discussed troubleshooting and bringing in the patient to test the integrity of the system. Subsequent information indicates that this patient was evaluated in the pacer clinic and extensive testing was performed, no low or out of range impedance measurements were able to be reproduced. At this time no further testing is planned. Additional information has been provided that this is a device specific issue, not a lead issue.

Manufacturer narrative:
As of today, this product remains in-service. Should additional information become available, this report will be updated. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.